Event description:
It was reported that during an ablation to treat atrial tachycardia at the superior vena cava with a intellanav stablepoint open-irrigated catheter, the temperature rapidly increased during energization while using the metriq pump. A p03 temp drop message us displayed on the pump. The pump was checked and it appeared to be operating normally. For caution, flushing was attempted but it did not flush even though the pump was rotating. The power was turned back on, the tube was reattached, and the product was replaced but the problem did not improve, therefore, the procedure was completed using a non-bsc device. No patient complications were reported. Device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.